Event description:
It was reported that a plaintiff underwent a bhr primary surgery on (B)(6) 2008. In 2023 the patient tested for elevated cobalt chromium levels, and medical images showed a cystic lucency at the femoral head neck. Also, the patient experienced neurologic issues and therefore was diagnosed with metallosis. On (B)(6) 2023, the patient underwent a right knee revision surgery and was converted into a tha using depuy orthopaedics devices and keeping the bhr acetabular component. Patient tolerated the procedure well. On the same day of revision, post-op examination found they were hemodynamically stable, with some controlled pain of anterior hip, and x-rays showed appropriate seating of hardware.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a patient underwent a bhr primary surgery. Later the patient tested for elevated cobalt chromium levels, and medical images showed a cystic lucency at the femoral head neck. Also, the patient experienced neurologic issues and therefore was diagnosed with metallosis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and none for the head. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. The reported abnormal metal ions, and osteolysis may be consistent with metal debris; however, a clinical root cause cannot be definitively confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.